Manufacturer narrative:
The analysis during the repair did show that the bearings of the drive assembly have been worn out. This causes higher friction and therefore increase of temperature. As the handpiece has been in use for approximately 5 years without an repair this is the result of the normal wear and tear process. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Note: the here affected handpiece 25lp gets not distributed in the USA, but similar products - 25lpa and 25 lpr.

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the intraoral mucosa. The dental office is not able to recall the patient name to pull file for details. They just remember that they applied ozone to the burn and that it healed without any complications. No further data related to incident or patient are supplied, hence the date of event is best estimate.